Event description:
It was reported that the pump battery could not be charged. There was no adverse effect to customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.